Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab was returned with a bladder leak consistent with contact from the broken fos fiber. Any leak to the iab bladder can cause blood to enter the helium pathway. The root cause of the complaint is undetermined. A potential cause is from handling during iab removal from tray and patient insertion. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted and used on the patient. The physician noted that during surgery, there was blood in the line when the surgery was about to end. As a result, the iab was removed and replaced with a new set. The intra-aortic balloon pump (iabp) alarmed. Patient outcome reported as fine. There was no report of patient complication or serious injury and death.